Event description:
Two years post tavr, pvl and valve migration was noted, requiring placement of a second valve. As reported by our (B)(6) affiliates, the patient received a 26mm sapien xt valve in 2012. The valve was deployed in good position. Two years later, after evaluation, increasing paravalvular leak (pvl) and ventricular migration was observed. The valve was now sitting 60/40 ventricular/aortic. In reviewing the tee and aortogram, it was decided a bigger valve was needed. Therefore, a 29mm sapien xt was deployed within the original 26mm sapien xt. The patient¿s native annulus measured 25mm-26mm. No cta was performed initially b/c of the patient¿s reduced gfr.

Event description:
Two years post tavr, pvl and valve migration was noted, requiring placement of a second valve. As reported by our canadian affiliates, the patient received a 26mm sapien xt valve in 2012. The valve was deployed in good position. Two years later, the patient was symptomatic for paravalvular leak (pvl) and was referred back to the implanting cardiologist. Follow up echo revealed increasing pvl and ventricular migration was observed. The valve was now sitting 60/40 ventricular/aortic. In reviewing the tee and aortogram, it was decided a larger valve was needed. Therefore, a 29mm sapien xt was deployed within the original 26mm sapien xt. The patient¿s native annulus measured 25mm-26mm. No cta was performed initially b/c of the patient¿s reduced gfr.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the late migration and late pvl is unknown. Valve undersizing could have contributed to the events as a 29mm valve was deployed to correct the malposition and pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.